Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 701 module. Patient 1 initial result was 2.4 mg/dl. The repeat result was 0.72 mg/dl. Patient 2 initial result was 0.31 mg/dl. On (B)(6) 2025, the repeat result was 3.43 mg/dl.

Manufacturer narrative:
The crep2 reagent lot number was 853137, with an expiration date of 31-oct-2025. A reagent issue can be excluded as calibration and qc were acceptable. The field service engineer (fse) found a leaky tube on the rinse unit and replaced it. The instrument was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.